Manufacturer narrative:
.

Event description:
Procedure type: lap prostatectomy. According to the reporter: the surgeon noticed a piece from the tip of the verastep cannula to be broken. The broken section was located within the radially expandable sleeve. No patient injury was reported.